Event description:
A report was received that a patient was having to charge their ipg frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Event description:
A report was received that a patient was having to charge their ipg frequently. A bsn representative analyzed the ipg database and confirmed premature battery depletion. Ipg replacement has been recommended.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement and is reportedly doing well. The returned ipg passed visual, performance and photographic imaging tests performed. Premature battery depletion was confirmed. The sleep current was slightly out of range. The depletion rate with the stimulation turned off was higher than expected. It was determined this slightly higher than normal current drain was from the analog/digital ic section of the ipg electronics. It could not be determined conclusively, which ic is the root cause of the failure as both components are covered in epoxy which makes test points inaccessible, and troubleshooting to specific component level is not possible.